Event description:
It was reported that a spectrum pump had an issue of downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem "downstream occlusion" was not reproduced. Evaluation performed downstream occlusion detection test and the device passed. A review of the event history log revealed "downstream occlusion!" Messages however, history log cannot confirm if the alarms were true of false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor which was found out of range. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.